Event description:
Additional information received reports the patient had a loss of therapeutic effect. The patient states the ins(stimulator) was helping with symptoms 100% but then the leaking returned and she turned up the stimulation and it help with symptoms. The patient states her symptoms were returning again. This started a week or more ago. The patient was currently on program 2 at 2.0 she changed to program 3 and will turn up stimulation.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient said since implant ((B)(6) 2014) she had no bowel incontinence symptoms until friday night. The patient said during the night the patient had a complete return of symptoms, then saturday during the day had leakage, saturday night had complete bowel movement, then sunday leakage then sunday night complete bowel movement. The patient said her stimulation level had been set at a 1 but over the weekend she started increasing it slowly and now it was set at 1.5. The patient said today she wanted to make sure she adjusted it right. The patient said she was moving and does not use the antenna. The patient sync with stimulator and the patient reported program 2 at 1.5 and stimulation on. The patient increased stimulation to 1.7 and the patient said she only felt only a little pinch when she bent her belly. The patient said she may turn it down to 1.6 and try it for a day. It was later reported that the patient initiated the call and not the healthcare provider.

Event description:
Additional information received reports there was a fifty percent or greater symptom reduction and the event was determined to be device related. Reprogramming was needed and noted on (B)(6) 2014. It was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0fvp2, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).